Manufacturer narrative:
Expiration date: 12/2019. Manufacture date: 01/2016. Based on the available information, this event is deemed a reportable malfunction. The batch record review resulted in a discrepancy which was investigated and is now closed. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: july 13, 2016. (B)(4).

Event description:
Complaint received from a distributor reporting that there was a crack on the measuring chamber; no patient involvement was reported. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the previous statement which stated that there was a discrepancy noted during the batch record review. To further clarify, there was a discrepancy found during a previous associated investigation, which is still in progress. The batch record for this reported event did not reveal any discrepancies/deviations that were related to the complaint issue. Sterilization was performed in accordance with parameters. It was noted that the batch was released according to requirements. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 28, 2016.